Manufacturer narrative:
The device has not been returned for investigation. We have reached out to the user facility for additional information and to request that the unit be returned to belmont for evaluation. A review of the manufacturing records indicated nothing notable. We have requested the lot number of the disposable set from the hospital. When more information becomes available, a follow-up report will be submitted accordingly. It was reported that there was no harm to the patient.

Event description:
On (B)(6) 2018, we received the following details from a belmont sales representative regarding a complaint involving a belmont rapid infuser, ri-2: "on (B)(6) 2018 received message from (B)(6) stating they had an issue with the previous ri-2, and asked that I call immediately. I spoke with (B)(6), she didn't have specific information but promised she would call back later and provide that. On (B)(6) 2018, (B)(6) called and stated belmont displayed 204 error code after infusing 18 units of prbc. Discontinued use of ri-2. On (B)(6)2018, I went to hospital and cleaned temperature probes with staff. Error code 204 still persisted in multiple outlets."